Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered in an inappropriate shock caused by functional undersensing that resulted in inappropriate discrimination. Programming changes were implemented. The patient was in stable condition.